Event description:
It was reported that bd alaris pump module smartsite infusion set was kinkedthe following information was received by the initial reporter with the following verbatim it was reported that the pumps did not alert that there was a kink in the line and that it basically said that "the infusion was running." There was no information on patient involvement.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of tubing kinked could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2426-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.